Event description:
It was reported to a physio-control service representative that the customer's device did not detect the defibrillation electrodes attached to the patient and displayed the message 'connect electrodes'. Therefore, the device would not provide defibrillation therapy. The device was used on a (B)(6) year old male patient. The patient was suffering from subarachnoid hemorrhage and did not survive the event. The customer began by monitoring the patient¿s ECG rhythm by using the 3-wire ECG cable and ECG monitoring electrodes. When they observed the patient¿s rhythm to be ventricular fibrillation, they opened the quik-combo defibrillation electrodes, applied them to the patient and connected them to the defibrillator. The defibrillator continued to display a connect electrodes warning so they immediately connected their backup AED (laerdal fr2 heartstart) to the patient and also re-connected the 3-wire ECG cable to the patient and to the lifepak 1000 defibrillator and continued to monitor the patient¿s ECG rhythm. The downloaded patient record was reviewed by a physio-control clinical specialist. The ECG recording indicates that the backup defibrillator was used to administer at least two shocks which converted the patient¿s rhythm to a non-shockable rhythm.

Manufacturer narrative:
The initial medwatch report indicates: it was reported to a physio-control service representative that the customer's device did not detect the defibrillation electrodes attached to the patient and displayed the message 'connect electrodes'. Therefore, the device would not provide defibrillation therapy. The device was used on a (B)(6) year old male patient. The patient was suffering from subarachnoid hemorrhage and did not survive the event. The initial medwatch report should indicate: it was reported to a physio-control service representative that the customer's device did not detect the defibrillation electrodes attached to the patient and displayed the message 'connect electrodes'. Therefore, the device would not provide defibrillation therapy. The device was used on a (B)(6) year old male patient. The patient was suffering from subarachnoid hemorrhage and did not survive the event. The customer began by monitoring the patient¿s ECG rhythm by using the 3-wire ECG cable and ECG monitoring electrodes. When they observed the patient¿s rhythm to be ventricular fibrillation, they opened the quik-combo defibrillation electrodes, applied them to the patient and connected them to the defibrillator. The defibrillator continued to display a connect electrodes warning so they immediately connected their backup AED (laerdal fr2 heartstart) to the patient and also re-connected the 3-wire ECG cable to the patient and to the lifepak 1000 defibrillator and continued to monitor the patient¿s ECG rhythm. The sales representative did not know if defibrillator shocks were administered to the patient with the backup defibrillator. The initial medwatch report indicates: physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. No device malfunctions were observed. Physio-control performed a clinical review of the reported event and determined that the device use may have contributed to the death of the patient due to use error. It was observed that the device was in ECG mode with the 3-lead ECG cable connected to the patient throughout the episode. The device cannot deliver therapy while in ECG mode, which requires use of the 3-wire cable and ECG electrodes. However, in ECG mode the device continuously monitors for shockable rhythms. When a shockable rhythm is detected, the device provides an audible prompt ¿connect therapy electrodes¿ as well as the same text prompt on the screen. In addition, a graphic displays showing a torso with flashing electrode pads. The electronic patient record confirms the patient was in a shockable rhythm (ventricular fibrillation) and the therapy electrodes needed to be applied in order to provide defibrillation therapy. The initial medwatch report should indicate: physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. No device malfunctions were observed. The disposable defibrillation electrodes used during the reported event were not made available for evaluation. A cause of the reported failure could not be determined. The device will be returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. No device malfunctions were observed. Physio-control performed a clinical review of the reported event and determined that the device use may have contributed to the death of the patient due to use error. It was observed that the device was in ECG mode with the 3-lead ECG cable connected to the patient throughout the episode. The device cannot deliver therapy while in ECG mode, which requires use of the 3-wire cable and ECG electrodes. However, in ECG mode the device continuously monitors for shockable rhythms. When a shockable rhythm is detected, the device provides an audible prompt ¿connect therapy electrodes¿ as well as the same text prompt on the screen. In addition, a graphic displays showing a torso with flashing electrode pads. The electronic patient record confirms the patient was in a shockable rhythm (ventricular fibrillation) and the therapy electrodes needed to be applied in order to provide defibrillation therapy.

Event description:
It was reported to a physio-control service representative that the customer's device did not detect the defibrillation electrodes attached to the patient and displayed the message 'connect electrodes'. Therefore, the device would not provide defibrillation therapy. The device was used on (B)(6) male patient. The patient was suffering from subarachnoid hemorrhage and did not survive the event.